Manufacturer narrative:
No confirmation of injury. Manufacturer spoke with dealer. Dealer has obtained product and reportedly was unaware that any injury had occurred. Manufacturer contacted user and user reportedly had leaned forward at the time of the incident. Current user guide covers proper loading. As a courtesy dealer replaced.

Event description:
According to the consumer, she leaned to one side on her commode when the right rear leg allegedly bent and user fell allegedly cutting her head, chipped a bone in her foot, and got a black eye.